Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, the patient's legal representative stated recurrent rectocele with sui, hematuria, sui, recurring utis with urinary hesitancy, dysuria with urgency and frequency, urinary retention with sui, recurrent utis with dysuria, frequency, nocturia, suprapubic pain and urgency.